Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Correction: new information reported stated that the correct date for section should be updated to (B)(6) 2014.

Event description:
It was reported during the implant procedure, the patients coronary sinus could not be found and a competitive epicardial lead was implanted. The patients vital signs decreased and the patient expired the next day. It was reported that the cause of death is unknown. No further information is available at this time.